Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed non-sustained ventricular fibrillation. However, there were no alerts displayed and no egms for either ventricular fibrillation or ventricular tachycardia. There were no reported patient symptoms. No further information is available at this time.